Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline breast prosthesis, cat. #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient underwent explantation and replacement with a mentor saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 06/27/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. The product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/15/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/15/2018, mentor received the following information about the event: it was originally reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Capsular contracture (baker grade IV) was reported in both breasts. This medwatch form is for the right breast. Another report will be submitted to the FDA to report the capsular contracture in the left breast. The patient underwent bilateral explantation and replacement with mentor smooth round high profile 560cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).